Event description:
Pt reported when they wound back the pump the spring broke out of it. No further information, details or dates available. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: gammagard liq soln - 12gm. Gammagard liq soln indication: common variable immunodeficiency, unspecified; selective deficiency of immunoglobulin g [igg] subclasses. Did pt miss a dose or have an interruption to therapy? - unknown; did adverse event(s) result due to product issue? - unknown; did pharmacy replace device? - yes; is device associated with event available for return? - unknown.